Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. Data logs confirmed the low flow. Logs showed about 50.5 hours into support, mc spiked followed by low flows that triggered auto suction response & suction alarms. Pump then was stopped manually & disconnected from the console. Visual inspection found biomaterial inside the pump housing & wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 82-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The implanted impella cp pump began to experience suction issues coinciding with a spike in motor current during patient support. The staff was advised that the pump would need to be replaced and the decision was ultimately made to explant the device. There was no patient harm.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).